Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and failed due to dried blood in the lead lumen. The lead model 455 is designed with an open tip. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that approximately one week post implant, this left ventricular lead had pulled back and was causing high thresholds and diaphragmatic stimulation. The left ventricular channel was programmed off until the lead could be revised. The patient is in atrial fibrillation with good ventricular rhythm, does not need pacing support, and is doing fine without the bi-ventricular pacing for now. On (B)(6) 2011, additional information was received. A revision procedure was performed and the lead was attempted to be repositioned, however, this was unsuccessful. Two other left ventricular leads were then attempted to be positioned appropriately, however, proved to be unsuccessful. The decision was made to abandon the left ventricular lead implant and plug the left ventricular port of the device. The patient has minimum heart failure symptoms so there is no plan to reimplant a left ventricular lead. The left ventricular lead was returned for analysis. No additional adverse patient effects were reported.